Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that after use with bd vacutainer® edta 2k sample leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: according to the customer's report, after blood collection, blood was found to have leaked inside the cap.

Manufacturer narrative:
H.6. Investigation summary: bdj received one (1) sample and ten (10) photos for investigation. The photo was reviewed and the indicated failure mode for damage/cracked tube was observed. The customer samples were evaluated by visual examination and the issue of damage/cracked tube was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported that after use with bd vacutainer® edta 2k sample leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: according to the customer's report, after blood collection, blood was found to have leaked inside the cap.